Manufacturer narrative:
The device, intended for use treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the device showed minimal erosion of the electrodes and some discoloration of the spacer. The device was then connected to the known good controller which revealed the device performed as intended. The saline and suction lines performed as intended. The complaint was not verified and the root cause could not be determined as the device performed as intended. Factors, which may have contributed to the reported complaint include: the smoke and sparks from the device have been the saline coming into contact with the electrodes while they were activated. No containment or corrective actions are recommended at this time.

Event description:
It was reported that before a tonsillectomy the evac 70 extra was tested with saline, and of sparks and smoke was found. No patient injury or other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.